Event description:
It was reported that this implantable lead was part of a system revision due to infection. Reportedly, the infection occurred in the area of the xyphoid incision. There were no additional adverse patient effects reported. This lead was explanted.